Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Additionally, reported that multiple cartridges were damaged at the cartridge tubing. Customer changed the pump supplies and successfully resumed insulin therapy. There was no adverse impact to the customer¿s blood glucose level.